Manufacturer narrative:
Update to h10: a technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reported wife received a false negative result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 29775c, reader sn (B)(6)). Individual tested positive on (B)(6) 2023 with two antigen tests (brand/manufacturer of antigen test not specified). Customer states the second antigen test was performed using a throat/mouth sample. Individual was experiencing symptoms, but did not specify what type of symptoms. Although requested, customer did not respond to technical supports three attempts to obtain further information.